Manufacturer narrative:
Other, other text: additional event information received (updated b5) h6: event problem and evaluation codes: update not required investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received on (B)(6)-2022: the temperature problem found during testing; not aware if it happened during patient use.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with damaged pots on the printed circuit board (pcb), cracked enclosure near the drain fitting and a bent micro switch. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The device was out of calibration but with the damaged pots on the pcb it couldn't be adjusted. This was due to damaged calibration potentiometers. No corrective action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. The root cause of the reported issue was traced to user damage. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was in for service previously in aug 2021 and the main board was replaced to meet specification this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not in temperature specifications. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.